Event description:
It was reported, the patient experienced swelling and tactile/shooting pain at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his scs system was explanted. The exact event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report for discomfort cannot be confirmed. No visual anomalies were observed that would have existed prior to explanting and could have contributed to the discomfort reported. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Programming the ipg with aggressive settings did not display any anomalous outputs when monitored, with stimulation on and when stimulation was off, on an oscilloscope. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.